Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen stayed dark even when connected to working outlet with tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer left pump on charger for several hours, used backup insulin pump to maintain insulin delivery, and worked with technical support and customer support arranged shipment of replacement charging supplies, and ultimately sent replacement pump with return instructions and reminder to program pump settings into replacement device.